Event description:
It was reported the subject device exhibited no image. There were used multiple scopes, and yet nothing was showing on the screen. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.